Event description:
It has been initially claimed that the pt had fallen out of the bed. Additionally provided info, revealed that the customer who has not been using the turning function, turned it on ((B)(6) 2015) - it is unk who activated this function, pt or the facility staff. Customer claimed that pt almost fell out of the bed as a result. There were no personal injuries sustained.